Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that she can¿t remember the exact date when the alleged meter inaccuracy began, however, she reported that she started using the subject meter in the month prior to contacting lfs, at an unspecified time. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿167, 143, 150, 103, 114 and 122 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient informed the csr that she manages her diabetes with levemir and apidra insulin, metformin tablets (dosages unspecified) and 15 units of toujeo insulin. The patient denied making any changes to her usual diabetes management regimen. The patient reported that after the product issue occurred, on (B)(6) 2019 at 7:31 am, she developed symptoms of ¿seizures, feeling weak, shaking, headache on the left side, her whole body was burning up, she passed out and fell unconscious¿. On the same day at 9 am the patient went to visit the emergency room (ER) where she claimed she was treated with the non-diabetic drug ativan (dosage unspecified). Between 3 and 4 pm (same day) the patient¿s blood glucose was tested on the ER meter and a reading of ¿62 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted that the patient did not have a control solution available to perform a quality control test. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.